Event description:
The customer reported the high flow insufflation unit made an alert sound when powered on and could not be used. The issue occurred before use. The procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device produced sounds and alarm and cannot be used, and the event occurred due to a failure of the main board. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that the cause of the phenomenon was main board failure. The probable cause was that the tube pressure sensor which was mounted on the printed circuit (cr) board of uhi-4 was broken prior to countermeasure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.